Event description:
The customer reported the ventilator went vent inop and alrmed while in use on a patient. The customer reported there was no patient harm, vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) was performed on the ventilator and all tests passed per operating specifications. The customer reported the patient had received a nebulization treatment prior to occurrence of the vent inop condition.